Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The xray batteries tested on the low side of the manufacturer passing specification of 25.2v on average. Also, the status bar dropped bars immediately after the interface cable was unplugged. Replaced all 30 xray batteries, xray led bars stayed at full capacity when the interface cable was unplugged. Performed 2d/3d test images and placed back into service. The batteries have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that when unplugging the imaging system to transport it to another location, the battery levels dropped quickly. The system was noted to have been regularly plugged into outlet power. There was no patient present when this issue was identified.